Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed only white lines and the screen was not usable, leading to trouble using the device; the issue involved a display that was difficult to read and was associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light problem was identified in relation to a display that was difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.